Event description:
Caller reported a malfunction on the pump with a specific malfunction code displayed. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code recurs.